Event description:
A customer reported he received the following readings on his blood glucose meter within 10 minutes: 259 mg/dl, 180 mg/dl, 260 mg/dl, 190 mg/dl and 59 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been requested back for an investigation. A follow-up report will be submitted if the product is returned and investigation is complete. Test strips from lot # 0915322 were returned for an investigation and a lab approved meter was used to test them. The complaint was not confirmed. All results were within the range specification during control solution testing. The manufacture date for the meter is unknown.